Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubings of three (3) units of homechoice cassettes were ¿falling off the organizer¿ when opening the packages to place the devices on the homechoice machine. This was identified during set up/preparation for peritoneal dialysis therapy; prior to use on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.